Event description:
It was reported that during implant the svc set screw had an issue. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The anomaly observed in the field was confirmed in the laboratory. Issue was observed with svc and is-1 connections. Header epoxy was seen at the bottom of the connector block which prevented connection between the setscrew and lead.